Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0260327 ¿ device expiration date : 09/30/2025. Device manufacture date : 19/16/2020. Lot # : 0189495 ¿ device expiration date : 07/31/2025. Device manufacture date : 07/07/2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro had cannula too short. The following information was provided by the initial reporter:   it was reported by the consumer there are bumps under the skin after the injection and the needles are shorter than the nano ultra fine needles used previously. Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-10 h6: investigation summary customer returned (17) open 32gx4mm bd pen needles without tear drop labels attached. The consumer reported that there are bumps under the skin after injection, and believes that the needles are shorter than the original nano ultra fine needles. All 17 returned pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs for 4mm cannula length: 0.109¿-0.203¿; specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: cannula length (pe) point(pe/npe) outer diameter (in.) Lube sample 1 0.169 good/good 0.0092 good sample 2 0.163 good/good 0.0092 good sample 3 0.170 good/good 0.0091 good sample 4 0.160 good/good 0.0092 good sample 5 0.166 good/good 0.0092 good sample 6 0.162 good/good 0.0091 good sample 7 0.170 good/good 0.0091 good sample 8 0.167 good/good 0.0092 good sample 9 0.161 good/good 0.0092 good sample 10 0.169 good/good 0.0091 good sample 11 0.164 good/good 0.0092 good sample 12 0.166 good/good 0.0092 good sample 13 0.161 good/good 0.0092 good sample 14 0.164 good/good 0.0092 good sample 15 0.160 good/good 0.0092 good sample 16 0.161 good/good 0.0092 good sample 17 0.162 good/good 0.0092 good all observations fell within specification. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro had cannula too short. The following information was provided by the initial reporter :   it was reported by the consumer there are bumps under the skin after the injection and the needles are shorter than the nano ultra fine needles used previously. Date of event : unknown samples : available.